Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient's recharger belt was broken. The caller mentioned that the connector pin would not go into the recharger with the arrows matched up. The patient further clarified that the prongs on the metal tip were not straight and were bent. The patient stated the ins was dead because it needed to be charged. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 37761 (B)(4) product type recharger analysis of the desktop charger (B)(4) found the cable assembly had broken connector pins. Conclusion code applies to the ins and conclusion code applies to the desktop charger (B)(4). If information is provided in the future, a supplemental report will be issued.